Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a male patient, (B)(6) old, weight (B)(6), catheter inserted on (B)(6). The day after, the catheter was found in the bed with burst balloon. The balloon had been inflated with sterile water. There were no clinical consequences, the catheter has been replaced.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No physical investigation or assessment has been conducted on the defective product as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample returned for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that a male patient, 2 years old, weight 10 kg, catheter inserted on 05 july. The day after, the catheter was found in the bed with burst balloon. The balloon had been inflated with sterile water. There were no clinical consequences, the catheter has been replaced.